Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up, a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.